Manufacturer narrative:
H6; damaged knife blade. Based upon the info received and the visual examination, it was concluded that the instrument was returned with a damaged knife blade. The instrument was cycled, fired, and formed the staples within design specifications, but had a rough cut due to the damaged knife. No conclusion could be reached as to how the knife blade had become damaged.

Event description:
It was reported that the zr45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the instrument would not cut the tissue. There was no consequence to the patient. 03/25/1998 this product code should be a ez45b.